Event description:
Patient had to have surgery to replace a non-functioning csf valve. Patient had a certas programmable valve as part of a ventriculoparitoneal shunt. During a clinic visit, it was found that the valve no longer could be adjusted from its setting of 3. Patient was and continued to have symptoms related to abnormal intra cranial pressure, which could not be relieved with this non-functioning valve.